Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported inaccurate dosing resulting in an adverse event while the device was in use. The endotool glucose management system, (B)(4), was being used to manage the pt's blood glucose (bg) level. On (B)(6) 2011 at an unspecified time, the nurse entered the pt's info into the endotool software. At 1317, the nurse entered an initial serum bg measurement of 1041 mg/dl. Between 1355 and 1644, the pt's bg measurement was 600 mg/dl. These values were obtained from a point of care glucometer, which has a maximum value of 600 mg/dl. The actual bg measurements were unk. During this time period, endotool recommended between 11.4 units/hr to 37.1 units/hr and between 12 units to 31 unit bolus doses of regular insulin be administered and to check the bg measurement in 30 minutes. The nurse delivered the recommended doses. Between 1716 & 0426 on (B)(6) 2011, the pt's bg measurements ranged from 486 mg/dl to 99 mg/dl. During this time, endotool recommended between 1.8 units/hr and 31.3 units/hr of regular insulin to be administered. The nurse delivered the recommended doses. At 0633, the pt's bg measurement was 91 mg/dl. Endotool recommended 1.3 units/hr of regular insulin to be administered and to recheck the bg measurement 2 hours later. The nurse delivered the recommended dose. At 0759, the pt's bg measurement was 54 mg/dl. Endotool recommended 40 ml of 50% dextrose in water to be given and to recheck the bg measurement 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement 40 minutes later. At 0839, the pt's bg measurement was 79 mg/dl. Though requested, no add'l info was provided.